Event description:
It was reported that the asymptomatic patient presented for remote follow-up via merlin.net. A review of the transmission revealed post-paced t-wave oversensing exhibited by the implantable cardioverter-defibrillator. No interventions were made. There were no patient consequences.